Event description:
It was reported that the smartpass feature disabled in this subcutaneous implantable cardioverter defibrillator (s-ICD). A health care professional (hcp) contacted technical services (ts) and inquired why it disabled, and how to re-enable the feature. Ts discussed the feature disables in the presence of low signal amplitude measurements, and assisted the hcp with re-enabling the feature. Additional information was later received that the smartpass feature again disabled due to low signal r-wave amplitude measurements for this s-ICD and electrode. An inappropriate shock was then delivered due to t-wave oversensing. The patient was seen in clinic and tachycardia therapy was programmed off during in clinic evaluation. A light reduction in signal amplitude was able to be reproduced in clinic when the patient was laying on their left side. The device appeared to be moving around in the pocket. It was noted that the patient had lost 15 pounds. The automatic screening process was performed, and did not pass in all three sensing vectors. The hcp planned to discussed potential options with the physician. Additional information was received approximately two years later that the patient was seen for in clinic follow up. It was also reported that tachycardia therapy had remained off for the last two years following the shock therapy. The signal amplitude changes were unable to be reproduced during the recent in clinic evaluation, and signal amplitudes appeared good in primary and secondary sensing vectors. The device placement was noted to be slightly anterior and seemed to float a bit even though it was sutured. Additionally, the electrode placement was felt to be a bit high. It was noted that the patient has a history of breast cancer including radiation treatment and a mastectomy. Ts discussed additional troubleshooting options. Additional information was received that the patient was considering their options. No additional information is available at this time. No additional adverse patient effects were reported. Available information indicates that this device remains in service.